Manufacturer narrative:
D6; device was returned with no lot# ID. H6; code 400: broken release button. Facility experienced an event with your endopath ets while performing a lap appendectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971427. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number; k00t6u. Cartridge pan in place/condition; yes. Condition of drivers; good. Lockout tabs on pan condition; fired against/bent. Position/condition of wedge sleds; 1/3 fired. Functional tests & results: condition of clamp first lockout, condition of clamping mechanism, condition of firing mechanism, condition of knife, and condition of wedge bands; good. Is hyper lockout condition present; no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the returned cartridge had bent lockout tabs on the pan which indicates that the instrument's firing cycle was interrupted, stopped, then restarted. This caused the lockout tabs to become bent. The instrument was returned with a broken release button. No conclusion could be reached as to how the instrument had become damaged. Each instrument is evaluated during the assembly process to ensure if functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The instrument was used during a laparoscopic appendectomy. It was reported the ets jaws were locked on the tissue and would not open. The release button broke off. Then the instrument started to break apart in the surgeon's hands. The surgeon stated he may have pressed the release button before the instrument was closed on the tissue. The surgeon inserted another 12mm trocar to excise the first endocutter and tissue with another endocutter. There was no consequence to the pt.